Manufacturer narrative:
Investigation summary:evaluation revealed the screw gauge, short t2 tibia to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the screw gauge had been in use for a longer time (manufactured in 2002), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The measuring hook of the screw gauge was completely detached from the sleeve. The welding seam, which had connected both components, was broken. The appearance of the breakage surface indicated a forced fracture of the welding seam due to overload, most likely by applying too high forces on the device. In case of intended use such damage would not have occurred. In conjunction with the manufacturing date it could be assumed that the device exceeded its life time. The brochure instructions for cleaning, sterilization, inspection and maintenance shows several examples of damage and recommends removing of such damaged products. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2 tibial nail surgery, the depth gauge broke when surgeon used it to measurement of screw length. After that the surgeon measured with drill shaft.

Event description:
During t2 tibial nail surgery, the depth gauge broke when surgeon used it to measurement of screw length. After that the surgeon measured with drill shaft.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.